Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, that when she woke up, she observed that the tubing detached at quick release. Reportedly, her blood glucose was 387mg/dl and continuous glucose monitoring did not read that high. The patient had two sets last week. She had replaced the set and after 2 days, she experienced the exact issue again and her blood glucose was 213 mg/dl. No further information available.